Event description:
It was reported that a pt underwent an off pump coronary artery bypass grafting (opcabg) procedure on (B)(6)2010 and suture was used. During the procedure, the surgeon stated that the needle diameter was small. The pt experienced needle hole bleeding from anastomosis of the left internal mammary artery (lima) to the obtuse marginal-1 (om1) and no medical intervention was indicated. The pt did not experience extensive blood loss. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00601. The same pt is represented in each medwatch.